Manufacturer narrative:
Device evaluation: a DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.no product was returned however the pumps operators manual indicates (see user manual section 'references') that the pump will alarm 'no disposable' if a cassette (disposable) is damaged, the wrong type of cassette and or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. No product was returned however the pumps operators manual states that the pump will alarm and display an 'air in line' message if the air detector function of the pump has been turned on and the pump believes it has detected air in the tubing. This does not necessarily mean the pump is not functioning properly. The user should consult the manual when this happens. At this time there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable pump wont run. Settings were reviewed, pump turned off and tubing clamped. Cassette was removed and tubing massaged. Bubbles are present in the cassette tubing. Cassette tapped on hard surface and reattached. Pump alarm returned upon start up. Process was repeated and alarm persists. There was no patient injury reported.